Event description:
Caller states a (B) (6) pt received result of 68 mg/dl on the sensor system, and result of 42 mg/dl on the performa system. Pt was treated with oral glucose when the value was less than 47 mg/dl. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B) (6). This medwatch report is for the suspect device used in the sensor system (lot number and expiration date unk). Reference medwatch report with (B) (6) for the suspect device used in the performa system.